Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the patient presented for a lead revision procedure due to dislodgement. During the procedure, the helix would not extent. The lead was extracted, and a new lead was implanted. The patient tolerated the procedure well and will be followed normally.